Manufacturer narrative:
Additional information: section d4, h4 manufacturer's investigation conclusion: although the report of pump stops was confirmed through the analysis of the submitted log file, a specific cause for the reported pump stop events could not be conclusively determined through this evaluation. Based on past experience with the hmii lvas and similar reported events, the drops in speed and pump stops that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a full examination of the hmii lvas, serial number vad-17525, could not be conducted because the patient remains ongoing on vad support. The submitted system controller log file captured normal pump function until 29may2019 at 07:08 am. At that time, the pump speed dropped below the low speed limit, resulting in a pump stop while the patient was connected to the power module. The pump continued to struggle to maintain its set speed: additional low speed events resulting in pump stops were captured on 29may2019. All of the observed low speed events and pump stops occurred while the patient was connected to the power module. Several power elevations (up to 14 w) were also recorded during the events captured on 29may2019. Based on previous complaint experience, the captured events appeared to be consistent with a potential driveline wire compromise. Additional information received on 30may2019 from the vad coordinator stated that the patient declined a driveline repair and opted to leave the hospital. Multiple requests for additional information were sent to the customer; however, no additional information was received. The heartmate ii lvas IFU patient care and management section outlines indications of driveline damage, as well as how to respond to such events. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low speed hazard and low flow hazard alarms, and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's information: patient's information was not provided. Approximate age of device- 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced pump stops. The clinical team believed that the pump stops could be caused by potential short to shield. The manufacturer's technical service representative reviewed the log file and confirmed pump stops on (B)(6) 2019. The patient declined to undergo driveline repair. No further information was provided.